Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
Litigation alleges pain, discomfort, inflammation, popping and snapping sensations and elevated metal ion levels. Update rec¿d (B)(6) 2014 - pfs was received from legal, primary and revision medical records were received from legal, and part/lot information was identified. Records indicate that the patient was revised because of pain, osteolysis, and loose cup. Records are available for further review. The complaint was updated on: (B)(6) 2014.

Manufacturer narrative:
The devices associated with this report were not returned. A complaint database search found one additional complaint against the 2513402 lot code. Per wi-3430, revision c, a review of the device history records is no longer required for this product. A complaint database search finds no other reported incidents against the remaining product and lot combinations. The investigation could not verify or identify any product contribution to the reported event with the information provided. Based on the inability to identify root cause, the need for corrective action was not indicated. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
(B)(4).

Event description:
Ppf alleges metal wear/metallosis and elevated metal ions. The stem was added to ip due to elevated metal ions and also added the hole eliminator to ip that would have also been removed along with the cup. Updated patient harm and added associated contact and law firm in the facility name.